Event description:
Additional information was received that a migration of the device in the pocket was observed.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
During a follow-up, an infection of the device pocket was suspected. A pocket revision procedure was performed and the device was explanted to resolve the event. During the revision procedure, blood cultures were taken and came back negative. The patient was stable following the procedure with no adverse consequences reported.